Event description:
It was reported that tip detachment occurred. The target lesion was located in the superficial femoral artery. A 300cm straight tip v-14 control wire was advanced to the target lesion. However, the wire went into a subintimal plane and when the device was attempted to be removed, the tip of the wire broke off. The tip was then covered with a stent. The guide wire was removed and was replaced with a new wire. No further patient complications were reported and the patient was fine.

Manufacturer narrative:
H6 - impact code: corrected. H6 - component code: corrected. Device evaluated by MFR.: the unit returned has distal tip damaged, as part of overall visual revision. The device has its distal tip bent. Additionally, it was possible to observed that the coating of the distal tip was peeled off approximately 1.5 cm. Overall length, distal tip, middle of the device and proximal section are within specifications.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the superficial femoral artery. A 300cm straight tip v-14 control wire was advanced to the target lesion. However, the wire went into a subintimal plane and when the device was attempted to be removed, the tip of the wire broke off. The tip was then covered with a stent. The guide wire was removed and was replaced with a new wire. No further patient complications were reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR.: the unit returned has distal tip damaged, as part of overall visual revision. The device has its distal tip bent. Additionally, it was possible to observed that the coating of the distal tip was peeled off approximately 1.5 cm. Overall length, distal tip, middle of the device and proximal section are within specifications.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the superficial femoral artery. A 300cm straight tip v-14 control wire was advanced to the target lesion. However, the wire went into a subintimal plane and when the device was attempted to be removed, the tip of the wire broke off. The tip was then covered with a stent. The guide wire was removed and was replaced with a new wire. No further patient complications were reported and the patient was fine.